Manufacturer narrative:
Additional information was received that a second delivery catheter system (dcs) was used to implant the second valve. The cause of the perforation in the right femoral artery was not determined as to whether it was related to access with the sheath, delivery catheter, or failure of the proglide suture system. Per the physician, the two lesions in the left anterior descending coronary artery (lad) were related to possible embolization of plaque. It was reported that cause of the acute coronary obstruction was not fully clear as the patient's sinus of valsalva (sov) diameters where large enough to for this particular valve size. Further information indicated the likely cause was either embolization of plaque or interaction of the native aortic valve leaflet with the coronary os tia. It is unknown if an autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve ((B)(4)), the valve was deployed with good position in the aortic annulus. Upon deployment, moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. The pvl reduced to mild-moderate. The physicians chose to perform a second post-implant bav with a 24mm non-medtronic balloon. After the second post-implant bav, the patient¿s blood pressure began to decrease; the physicians suspected it was from a small perforation in the right femoral artery. A covered stent was placed, but the patient became more unstable. It was determined the patient had an acute coronary obstruction of both the right coronary artery (rca) and the left coronary artery (lca). An attempt was made to access the lca through the stent frame, but this was unsuccessful. The patient continued to deteriorate; cardiopulmonary resuscitation (CPR) was performed and the patient was intubated. The patient was defibrillated multiple times due to persistent ventricular fibrillation (vf). The patient was placed on cardio-pulmonary bypass and the physicians continued attempts to access the lca, but this was unsuccessful. The valve was pulled into the ascending aorta with a combination of a snare and aortic valvuloplasty balloons. The coronary arteries were accessed and the left anterior descending coronary artery (lad) was found to have two lesions treated with two drug-eluting stents. A second 26mm valve ((B)(4)) was implanted in the aortic annulus a little lower than the first to avoid contact of the pericardial skirt with the coronary ostia. The valve was deployed in a good position, but the patient failed to improve. It was noted the flow through the heart-lung machine was low suggesting hypovolemia. Multiple units of blood were administered and three stents were placed in the right common femoral artery. Despite the efforts, the patient was pronounced dead on the surgical table.